Event description:
Information received indicates the casters are not holding in brake.

Manufacturer narrative:
The technician found the head end hex rod screw was broken. The technician replaced the hex rod to repair the stretcher.